Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. The possible cause of the disconnected connector could not be determined. Add'l testing found the device had unrestricted flow when the door was opened. This was due to a missing door roller. The device was received with a broken door pin and missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism, which resulted in unrestricted flow when the device door was opened. The probable cause for the broken and missing door roller was leaving the door assembly in the open position exposing the door roller post and door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.